Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026, a hamilton-t1 ventilator (pn 161006 / sn (B)(6) and a breathing circuit set (pn unknown / ln unknown) passed pre-operational safety checks but failed to ventilate the patient scheduled for a CT scan. Once connected to the patient for ventilation, a message reading "obstruction" appeared. Eventually it functioned on vc ventilation mode. The same issue occurred with the same patient but a second hamilton ventilator down in the CT scanner, with the tubing changed twice. The patient was then placed back on a servo ventilator with no issues. A 45-minute delay to the CT scan was reported. Patient involvement with medical intervention and no patient, user or third party harm was reported. For this specific case, logfiles for the hamilton-t1 ventilator were provided: line 70: 60/2026-04-30 17:17:19/!!! /exhalation obstructed condition removed line 72: 62/2026-04-30 17:17:11/!!! /exhalation obstructed line 74: 64/2026-04-30 17:17:05/!!! /exhalation obstructed condition removed line 77: 67/2026-04-30 17:16:57/!!! /exhalation obstructed line 79: 69/2026-04-30 17:16:48/!!! /exhalation obstructed condition removed line 81: 71/2026-04-30 17:16:41/!!! /exhalation obstructed line 83: 73/2026-04-30 17:16:35/!!! /exhalation obstructed condition removed line 85: 75/2026-04-30 17:16:27/!!! /exhalation obstructed line 87: 77/2026-04-30 17:16:21/!!! /exhalation obstructed condition removed line 90: 80/2026-04-30 17:16:13/!!! /exhalation obstructed line 150: 140/2026-04-30 17:14:17/!!! /exhalation obstructed condition removed line 151: 141/2026-04-30 17:14:09/!!! /exhalation obstructed line 153: 143/2026-04-30 17:14:00/!!! /exhalation obstructed condition removed line 156: 146/2026-04-30 17:13:52/!!! /exhalation obstructed line 159: 149/2026-04-30 17:13:46/!!! /exhalation obstructed condition removed line 162: 152/2026-04-30 17:13:38/!!! /exhalation obstructed.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.